Event description:
It was reported by service report that the outer base tube assemblies were broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube assembly.